Event description:
CT biopsy of pancreatic mass. Equipment malfunction with coaxial achieve needle 20gx20cm. Unable to get the device to release tissue. Required to use 3 different packages before we got one to work.